Manufacturer narrative:
(B)(4). D10 - medical product: unknown tibial component, catalog # unknown, lot # unknown. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing cracked titanium plate and lower knee bone is coming out post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Event description:
Upon receipt of additional information, as reported event is not related to femur device. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, as reported event is not related to femur device. The initial report was submitted in error and should be voided.